Event description:
A pump alarm was reported during pumping. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm persisted. As a result, a replacement pump was arranged, as the original pump was under warranty. The customer was advised to use multiple daily injections as a backup therapy.